Event description:
The report was received that the pt is experiencing pain at the implant site. The physician does not know why the pt is experiencing pain and has agreed to explant the pt. An explant date has not been scheduled yet.